Manufacturer narrative:
This complaint is related to patient identifier (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 scope communication error issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation of the b30 error code was confirmed. Additional findings are as follows: the identification chip showed no data transmission. The bending section cover or distal sheath had a crack. There was evis image issues, but after vacuum aeration the image was ok. The image guide had breakage. After vacuum aeration all camera switches were working as intended. The scope connector after vacuum aeration was dry. There was fluid /water invasion with no leakage from the connector, but after vacuum aerartion was dry. The insulation test failed between the evis connector exterior and ultrasound exterior, but after vacuum aeration insulation was fine. The angulation in all directions was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, after pluggin in the evis eus ultrasound bronchofibervideoscope, the device works as expected for a minute and then the a b30 scope communication error is displayed. The event occurred during preparation for use for a diagnostic endobronchial ultrasound (ebus) procedure. The duration of the procedure was two hours. The procedure was completed using a similar device. There was a twenty minute delay to replace the scope. The customer tried cleaning the electronic components and also tried to complete reprocessing but same error occurred multiple times. The third case of the day was delayed due to the time taken to reprocess the scope that was used during first procedure of the day. However it did not affect the diagnostic or therapeutic outcome of the procedure. There were no reports of health hazard to the patient or user of the device. There was no medical intervention needed. This complaint is related to patient identifier (B)(6). (Model number: bf-uc190f, model name: evis eus ultrasound bronchofibervideoscope)